Manufacturer narrative:
On 1-sep-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30482308l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a 3rd degree atrioventricular (av) heart block requiring surgical intervention (implantable cardiac resynchronization therapy (crt) pacemaker). During the first minutes of the mapping phase with the stsf catheter in the right ventricle outflow tract (rvot), the patient presented sustained 3rd degree av block. The physician then used the stsf to pace from the right ventricle (rv). After a waiting time of 15-20min, the physician then decided to implant a 2 chamber crt-p. In the physician opinion, this complication is not related to bwi products but to the patient medical condition; physician believes the patient arrived already presenting a left bundle branch block (lbbb) electrocardiogram, and that during the av block the patient did not exhibit an escape rhythm are indications of underlying not known medical condition. After the implantation the patient left the lab in a stable condition. There¿s no report of prolonged hospitalization. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event required surgical intervention to prevent permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6)-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. A 2 chamber cardiac resynchronization therapy pacemaker (crt-p) implantation procedure was performed. A thermocool® smarttouch® sf catheter was used. No ablation was performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)